Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) performed an onsite inspection of the system and determined that the suite pc power supply was not working. The defective suite pc was returned for analysis, and it was concluded that the failure was due to the faulty power supply unit (psu). Fse replaced the suite pc, restored suite pc data backup and performed functional tests. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device failed to boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.